Event description:
A 73-year-old male patient with oligometastatic prostate cancer was scheduled to receive 30 gy in 3 fractions of image-guided radiotherapy (igrt) targeting a metastatic lesion in the left 9th rib, delivered on the reflexion x1 system. During the first treatment session, the system delivered a dose 58% higher than prescribed to the planning target volume (ptv) but was still within clinically acceptable limits, as per discussion with the treating radiation oncologist. The patient was unable to tolerate positioning supports on the reflexion x1 system and was transitioned to another system, where only one of the two remaining fractions was completed. The third fraction was withheld pending investigation and was later deemed unnecessary, as the increased dose from the first fraction was sufficient for therapeutic intent. The clinical site informed the patient and increased follow-up frequency. The risk of serious adverse effects is low, as all organ-at-risk (oar) dose constraints were met.

Manufacturer narrative:
An investigation into the event determined the event was caused by use error, with the system behaving as designed. Logs were reviewed and found no system malfunctions or interruptions. Investigation determined the user inadvertently misconfigured the customer-entered hounsfield unit (hu) density table during setup by omitting the entry for air at -1000 hu. The consequence of not having an entry for air was that the treatment planning system (tps) would incorrectly consider air (outside the body) as attenuating material that can absorb dose (note: air does not physically absorb dose) resulting in delivery of more dose to the target to achieve the prescription dose. Review of the logs and system metrics for the patient across their respective treatment found no system malfunction or interruptions. All couch, gantry and collimation parameters were within tolerance during the treatment. The delivered mus were as prescribed by the plan. Labeling instructions are provided to users regarding creating and editing hu density table in the reflexion x1 physics guide. After the event customer retraining was provided on the reflexion x1 physics guide. H3 device was evaluated, logs were reviewed and found no system malfunctions or interruptions.